Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. The cause of death was reported as drowning due to a seizure. Reporter indicated that the pt was benefiting from the vns therapy. It is unk whether the pt's ncp system was explanted. Attempts to obtain additional info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused contributed to the event.